Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise on the right ventricular channel resulting in oversensing and pacing inhibition. The noise could not be reproduced. It was also noted that there was no atrial activity sensed except one, and atrial sensitivity was set at nominal. Caller confirmed that the atrial lead was in service.